Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a change in patient condition and therapy needs resulting in the patient receiving a device system upgrade to a cardiac resynchronization therapy defibrillator (crt-d). During the upgrade procedure, the physician opted to keep the s-ICD system implanted with therapies turned off. Subsequently, the patient the patient recently reported the s-ICD caused them discomfort and requested the device system be removed. Additionally, it was reported that the s-ICD and electrode had migrated. As a result, the patient underwent a revision procedure, and s-ICD was successfully explanted while the electrode was surgically abandoned. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.